Event description:
It was reported that the lead had migrated to the left lung and clotted the cavity. The patient had been transferred from another hospital where he had a chest tube inserted for hemothorax. The lead was repositioned to the septal area and physician repaired the cavity in the left ventricle. The patient was stable following the procedure.

Manufacturer narrative:
No medwatch form was received.